Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8711, lot# n176223020, implanted: (B)(6) 2008, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving lioresal 2000 mcg/ml at 200 mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported the patient was in the clinic on (B)(6) 2016 for dose titration/weaning down of the drug due to the catheter being out of position. It was noted that, even though the catheter was out of place, it was still providing the patient with some therapeutic benefit as he responded to the dose changes. Options for titrating/weaning based upon the drug concentration and infusion mode options were reviewed. It was noted the patient noticed an increase in spasticity following dose reduction. The event date was reported as (B)(6) 2016. The reporter stated the patient was worried about not being able to find a refill physician. It was noted it was difficult to find refill physicians for adult baclofen patients. Additional information was received that a x-ray was performed, which revealed the catheter was out of position. It was noted along with the pump dose being decreased/weaned, the patient was scheduled for surgery to resolve the catheter issue. The cause for the catheter being out of position was unknown at this time. The patient noted a sudden incident of increased pain. The patient went in for the pump and noted increased spasticity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.